Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between homechoice cassette and the heater bag. The patient was connected in initial drain. The patient felt that connection between connector of the solution bag and supply line of the homechoice cassette was not tight when she connected the two components each other. There was no patient injury or medical intervention associated with this event. No additional information is available. No further information required per (B)(4) "general complaint call script" in the event description of complaint in (B)(4).